Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that a (B)(6) year-old asian female patient underwent primary breast augmentation with a mentor memorygel breast implant 350cc gel prosthesis. Capsular contracture baker grade IV on the left breast prosthesis was diagnosed post procedure. At the time of this report, mentor has received no information regarding explant date.

Manufacturer narrative:
The device history record (DHR) was reviewed on 7/6/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/19/2019, mentor became aware that the correct date of event was (B)(6) 2017. Per new date of event, the patient's age at the time of event was 51-years old. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/17/2019, mentor became aware that the patient was scheduled for removal on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/5/2019, mentor became aware that the patient underwent unilateral removal and replacement with a 350cc mentor memorygel breast implant catalog: 3503501bc lot: 7341429 sn: (B)(4). On 4/6/2019, the product investigation was completed. Device investigation summary: the device was received with clear gel. No foreign material was observed within the device or on the shell surface. During evaluation the device appeared intact. No anomalies were discovered. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The manufacturing record evaluation (mre) for the lot number: 6626830 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).